Event description:
Patient has experienced hyperglycemia of up to 20 mmol/l (360 mg/dl) for 8-10 weeks. She has detected dampness in the cartridge compartment of the infusion device and on the infusion set self-adhesive, but no leaks have been visible. She saw her diabetes specialist on (B)(6) 2013 for routine testing, and the diabetes specialist believes the insulin delivery of the infusion device is inaccurate. Patient has had some inflammation in her body but has not started new medication. The infusion device was requested for evaluation. She did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specifications regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.